Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative found that the sipper tubing and the syringe seal were worn. He replaced the seals and performed successful tests and checks. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas 8000 ise 1800 module. The initial result was 114 mmol/l, and the repeated result was 148 mmol/l. The sample was repeated on another module, and the result was 150 mmol/l. The repeated result was deemed correct. The sample was repeated due to a data flag on the cl result.